Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d10, h8. The device was not returned to olympus for inspection therefore, a cause could not be provided. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a split sheath down the center. There were no reports of patient or user harm associated with this event.